Event description:
Reporter states customer received result of 172 mg/dl and 63 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: lisinopril dose unk - over ayear; plavix 75mg once daily - over a year.